Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional") was confirmed due to the electrode belt ECG "c&d" cables being broken, damaging all wires within the cable. The belt was unable to complete falloff testing. The root cause for the damaged cables was unable to be positively identified. There was no adverse event that resulted from the damaged belt.